Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "circuit occlusion" alarm on this ventilator device. The customer determined the most likely cause of this fault is the gas delivery engine (gde). No known reported patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the tca assembly/inspiratory pressure transducer failing. This issue will be internally investigated within vyaire.